Event description:
The patient stated that ¿back in november 24th, I had one of your hips put in and it was the wrong size. On (B)(6), the head will be back in for revision and had to put a bigger hip in and put more screws in it. I just want to talk to somebody. If you could give me a callback please.¿

Manufacturer narrative:
Product complaint # (B)(4). Spoke with patient on (B)(6) 2022. Patient states he was having pain and the revision findings were that the "head twisted inside and got inside my pelvic. I had 1 screw but the doctor had to put in 4 screws in the revision. The doctor admitted he put too small of a head in me the first time." The clinical interpretation of this allegation is that the patient is referring to a pelvic floor fracture that occurred requiring 4 screws to fixate. The device catalog number is unknown; therefore, UDI is unavailable. (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.